Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic stabilisation of glenohumeral joint the tip of the lasso broke off as the surgeon was trying to pass the device through the labral tissue. The break was where the tip is welded to the shaft of the lasso. Surgeon admitted he may have put too much pressure on the device when it was contacting the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer (smith & nephew accupass). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.